Manufacturer narrative:
D10: 02-020-11-0240 - truliant ps cem fem ps cem left sz 4: (B)(6). 02-022-44-4009 - truliant tib imp psc insert sz 4, 9mm: (B)(6). 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t: (B)(6). 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6). 201-78-15 - holding pin mini sharp point 4 pk: (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk: (B)(6). 521-78-36 - threaded pin size 5.1 collarless 2pk: (B)(6). A10012 - gps implant kit v2: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent a left total knee arthroplasty. Subsequently, two (2) months later, the patient experienced pain and stiffness/arthrofibrosis (5 to 115 degrees). As a result, the patient underwent a manipulation under anesthesia. No further impact to the patient was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6 MDR section codes updated/corrected: b the reason for the reported event cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.